Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char; the fiber exhibits melting of the uv glue zone at the attachment of the glass cap to the fiber. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
The case was completed using an alternate procedure.

Manufacturer narrative:
Lot # and expiration date - corrected. Device manufacturer date - corrected.

Event description:
It was reported that during a bph prostate procedure the fiber was noted to have commenced "the fiber fires on the metallic part and flashes, forward firing". The procedure was completed with the use of a second fiber. Patient or user outcome: "no further complications" no injury to patient or user reported.

Manufacturer narrative:
(B)(4).